Manufacturer narrative:
The reported event of sensing noise was not confirmed. Final analysis found that as received, a complete lead with the stylet inserted was returned in one piece. Upon electrical testing and x-ray examination, no indication of conductor fractures and internal shorts were observed. No anomalies were found upon visual inspection.

Event description:
New information noted that the noise exhibited by the right atrial (ra) lead was oversensed.

Event description:
It was reported that the patient presented for an implant procedure on (B)(6) 2023. During the procedure, it was noted that the right atrial (ra) lead exhibited noise. The noise was still present even after changing the pacing system analyzer (psa) cables, which led the physician to believe this was more of a lead-related issue. The lead was not used and was replaced. There were no patient consequences reported.